Manufacturer narrative:
The compromised force sensor system alarm occurred during prime test due to faulty force sensor relay. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer wanted to know how to fix it. Customer stated that the drive support cap appears to be normal. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.